Manufacturer narrative:
The device has not been returned to olympus medical systems corp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for enterobacter cloacae, stenotrophomonas maltophilia and candida tropicalis during a routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, had not been reported. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-3 (not available in the USA). The facility reported that the subject device was taken out from the automated endoscope reprocessor with an unsterilized glove after the reprocessing and they commented that the handling possibly contributed to the event. There was no report of patient infection associated with this report.